Manufacturer narrative:
Conclusion: as reported by a healthcare professional, when the surgeon opened the orbit galaxy package (640cf0824/17487291), the front part of coil was bent. The surgeon used another device to successfully complete the procedure. There were no potential adverse events. A non-sterile orbit galaxy tdl cmplx fill coil 8x24 was received coiled inside of a plastic bag. The hypotube was inspected and it was found kinked at 67 and 98cm from the proximal end of hub. The introducer was received unzipped in knot condition with the device. The support coil gripper and the embolic coil were found outside the introducer. The gripper and the embolic coil were inspected under microscope; residues of dry blood can be observed on the gripper while the embolic coil was found stretched/kinked in knot condition with the device. A review of the manufacturing documentation associated with this lot 17487291 presented no issues during the manufacturing process that can be related to the reported complaint. The coil kink was confirmed. The stretched/kinked condition noted on the embolic coil and damages found on the received device was apparently caused by applying excessive force on the devices, and may have been the result of post-procedure handling and shipping, but it could not be conclusively determined. Neither the analysis nor the DHR suggest that the failure reported could be related to the manufacturing process and procedural factors appear to have contributed to have this failure. Additionally, inspections are in place that prevents this kind of failure from leaving the facility. No corrective action will be taken at this time.

Manufacturer narrative:
It was reported that the device would be returned for analysis; however, after three attempts to obtain additional information and the product for analysis, the product was not returned and no additional information was provided. If additional information is provided or product is returned at a later date, the follow-up information will be submitted at that time. UDI: (B)(4). Conclusion: the device was not available for analysis. Review of lot 17487291 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The coil damage could not be confirmed without product return for analysis. The root cause of the event could not be determined; however, handling factors may have contributed to the event. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time. This is an initial/final MDR report.

Event description:
As reported by a healthcare professional, when the surgeon opened the orbit galaxy package (640cf0824/17487291), the front part of coil was bent. The surgeon used another device to successfully complete the procedure. There were no potential adverse events. No additional information could be obtained